Event description:
It is reported that the patient was revised in 2006,due to osteolytic cysts. Implant date is unknown.

Manufacturer narrative:
Evaluation summary: no information provided. Unable to investigate. Evalaution: no product was returned for evaluation. No catalog number or lot number was provided; therefore, the manufacturing records could not be reviewed.